Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 67 occurred on an ilet device, described as a vbuck boost over/under voltage alarm, which recurred despite multiple restarts and was observed when the device battery was at approximately 35 percent; blood glucose was reported as not affected. Symptoms included no reported adverse clinical effects. Outcomes included user inconvenience and the need for repeated troubleshooting without clinical impact. Investigation included remote troubleshooting, during which the user was advised to charge the device to at least 80 percent and attempt another restart, along with follow-up outreach. The investigation determined that the issue involved a persistent power regulation fault consistent with an over/under voltage condition within the device¿s power management circuitry. Based on previously established findings for similar reports, it was concluded that the most likely cause was electrical instability in the device¿s boost and voltage regulation subsystem. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.